Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guide wire: sion blue, guide catheter: hyperion 7f sl35. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The procedure was to treat a de novo concentric lesion in the left anterior descending artery with moderate tortuosity, heavy calcification and 90% stenosis. Prior to use, a 2.5x8mm nc trek rx balloon dilatation catheter (bdc) protective sheath was removed without resistance. The bdc was soaked in saline and prepped (air aspiration) outside the anatomy. As the target lesion was very heavily calcified and an unspecified scoring balloon catheter could not cross, the nc trek was advanced with resistance toward the target lesion and was able to cross. During the second inflation, an attempt was made to inflate the balloon up to 18 atmospheres (atm); however, the balloon ruptured at about 16atm. The bdc was safely removed with resistance from the patient anatomy and was replaced with a non-abbott balloon catheter, with which the lesion was dilated without any issue. The procedure was successfully completed after implanting a non-abbott stent. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.